Manufacturer narrative:
The device was returned to olympus for evaluation however, the evaluation has not been performed as of date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during a unknown procedure, the emergency light display on the front panel was blinking on the visera elite xenon light source. The procedure was completed using the same device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon pointed out has been reproduced. The emergency lamp indicator on the front panel was confirmed to be blinking. Since the emergency lamp indicator on the front panel blinks even though a normal voltage is applied to the device, it was determined that an event occurred due to a failure of the emergency lamp. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.